Event description:
It was reported that the patient experienced a perforation and pericardial effusion. The right atrial (ra) lead exhibited no capture at max output. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.